Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. Before the procedure, multiple episodes of securesense were noted. The physician was unsure of the root cause. It was noted that the patient was wearing a lifevest when the episodes occurred. No intervention was performed. The patient will continue to be monitored. The patient was recovering post-procedure.